Event description:
During a coronary stenting procedure after stent deployment, the balloon was difficult to remove. The balloon was inflated twice. After several attempts, the balloon was withdrawn successfully. There was no reported patient injury.